Event description:
It was reported, the atrial and ventricular outputs are out of specification at the high end. The device was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Ventricle output not correct. Corrosion found inside of the ventricle connector on the output flex. Upper case is corroded. Lower case is broken and contaminated. Control knobs, ring cover, lead flex cover, and main seal are contaminated. Both bail covers are broken. Printed circuit board flex cable is crimped. Battery contacts are compressed. The ring is bent. Battery drawer has tool marks.